Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unusual glycemic fluctuations after changing glucose targets per her healthcare provider, and she has been using atypical meal announcements and the pause feature as corrective actions; the event included both low and high glucose readings, lasted about two hours out of range, was corrected with fast-acting carbohydrates, and the ilet provided alerts. Symptoms included hypoglycemia and hyperglycemia without additional reported clinical symptoms. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage issue related to procedure or method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.